Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# j0216882v, implanted:(B)(6) 2002, product type: lead. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# j0216882v, implanted:(B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported that high impedances of greater than 10,000 and 20,000 ohms were found on the second lead at electrodes 4, 5 and 7. Impedance testing and reprogramming were performed. The patient experienced excessive stimulation to the legs after a pocket revision to change the pocket adaptor. The manufacturing representative was able to reprogram to avoid those electrodes and the patient had better stimulation without the leg issues. The cause of the impedance issue was not determined. No lead fractures were noted. If additional information is received, a follow up report will be sent.